Manufacturer narrative:
This is 2 of 2 final reports (2nd MDR). There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event reported "that as the guide is inserted into the introducer, the introducer itself peels off the guide and pieces of the guide liner are dislodged". Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿guidewire ptfe coating peeling¿.

Event description:
It was reported that as the guidewire (subject device) is inserted into the introducer, the introducer itself peels off the guidewire (subject device) and pieces of the guidewire (subject device) liner are dislodged. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that as the guidewire (subject device) is inserted into the introducer, the introducer itself peels off the guidewire (subject device) and pieces of the guidewire (subject device) liner are dislodged. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). The device is not available to the manufacturer.